Event description:
It was reported that the patient complained of shortness of breath. It was also reported that the right ventricular (rv) lead had t-wave oversensing (twos) and was noted with intermittent pacing with dropped beats. Reprogramming of mode, sensitivity, and blanking were performed, but the twos continued. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388t pacesetter competitor lead, implanted (B)(6) 2000. (B)(4).